Event description:
It was reported that one y-type blood set was observed with the tubing separated from the blood/fluid chamber on the set. It was not specified when in the process this occurred. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual inspection identified that the tubing was separated from the heat sealed blood chamber sub-assembly. This confirmed the reported condition. The cause of this condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.